Event description:
It was reported by a customer that the tubing was broken,damaged,defective,worn.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.